Event description:
It was reported that during a gastric sleeve procedure, all five devices would stop after the first stroke, it would not allow the second stroke, and the firing sequence could not be completed. The first device produced malformed staples. The second device only completed the first stroke and produced malformed staples. The third, fourth and fifth devices the same event occurred. Staples had to be removed from the patient. There were malformed staples from each device. Gold cartridges were used for the first, second, fourth and fifth. A green cartridge was used in the third device. Buttressing material, peristrips, was used on each firing. The surgeon reinforced the staple lines with suture. No significant bleeding. One device was not holding onto tissue, it would slide out, however which device is unknown. One device became stuck on tissue, after pushing the release button the device was able to be removed, however it is unknown which device was stuck. One different device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.(B)(6).